Manufacturer narrative:
Device inspection found gap of adhesive on the distal end. Stain could enter inside the lens through the gap. Acoustic lens is damaged. A gap is visible. Furthermore, device inspection the following findings were noted : biopsy channel perforated, a-rubber leak, connecting tube kinked, air /water nut damaged, suction cylinder nut damaged, scope body scratched, scope cover scratched, key top 1 incised, cuts, universal cord kinked, service repair noted , the customer reported issue could be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, customer reported noise on image, forceps elevator problem. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found probe unit acoustic lens damaged. This report is being submitted for probe unit damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to report source and date rec¿d by MFR. Report source- checked "other" to add the country france. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 16-dec-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to user handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.